Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This sgc report is filed for the suspected tear in the septum. It was reported that the first transseptal puncture measured at 3.5 cm and the rotation of the patient's heart was off axis. There was difficulty obtaining perpendicularity of the mitraclip delivery system (cds) to the mitral valve through the mitraclip steerable guide catheter (sgc). This difficulty with positioning may have been related to the height of the transseptal puncture and the abnormal heart rotation. During the difficulty with positioning, the trajectory of the sgc lost some height. It was thought that the sgc may have slipped in a pre-existing atrial septal defect a little lower from the transseptal puncture or the septum may have torn a little during positioning. The sgc and cds were removed. A second transseptal puncture was made a little higher. A new sgc and cds were used to complete the procedure without further incident. One mitraclip was implanted reducing mitral regurgitation (mr) from 4 to 1-2. The patient was extubated and was doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.